Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00916, 0001825034 - 2021 - 00917, 0001825034 - 2021 - 00919, 0001825034 - 2021 - 00920.

Event description:
It was reported the distributorship identified sterile packages were damaged. No patient involvement. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Evaluation confirmed damage to the sterile packaging blister. Sterility had not been compromised. DHR was reviewed and no discrepancies were found. The likely condition of the products when they left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.